Manufacturer narrative:
Explant was reported due to high gradient caused by stenosis. The investigation found that all three leaflets contained calcifications which limited their mobility. All three leaflets contained tears and had been previously sectioned. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the bases of all three leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation, calcification and tears could not be conclusively determined; however, the tears were associated with calcified nodules. Calcification is a known event associated with tissue heart valves.

Event description:
In 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to high gradient because of stenosis. There are no allegations of insufficiency with the stenosis. The patient is stable.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
In 2011, an unknown sized trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to high gradient because of stenosis. There are no allegations of insufficiency with the stenosis. The patient is stable. Additional information requested.